Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the hospital used chest bottle with obvious creases in the drainage hose of the chest bottle, causes the drainage to be unsmooth, causing the patient¿s blood oxygen to drop rapidly and still under treatment at the hospital. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for the investigation. However, a picture was provided for the analysis. Upon reviewing the picture, kink was observed and has been covered by a white tape, this tape is not placed on the tube at the manufacturing site. From the review of the picture provided, the reported condition is confirmed. The probable root cause of the reported issue could be due to the tube was wrapped too tightly causing the kink. As per standard work instruction, coil the patient drainage tube in a counterclockwise circle, ensuring no kinks in the tube, standardize the method of coiling and securing the tube to prevent the tube from kinking as a kinked tube may prevent the unit from functioning. A quality alert was issued to the manufactured line to make them aware of the reported issue. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.